Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was investigated. As received, the monitor passed incoming functional testing. Upon evaluation, the monitor was producing intermittent service code 110 and there was evidence of contamination on the j1000, j1002, and j1003 connectors. The contamination cannot be ruled out as a potential contributing cause of the inability to complete testing or the service code 110. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.